Manufacturer narrative:
The peritonitis occurred on an unknown date reported as ¿sometime back¿. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported the patient was not hospitalized for the event. Treatment and action with pd therapy were not reported. The caregiver reported the patient &#49747; better now&#56224;no additional information is available.